Event description:
It was reported that the fluoroscopy revealed that left ventricular (lv) lead was fractured. The lv lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : distal conductor fractured, there was blood/body fluid on the distal conductor (not obstructed) and there was a white substance on the outer insulation; proximal segment returned and analyzed.